Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank, the controller board, the pre-charger board, and the control panel processor board were replaced. These repairs did not repair the system, however, and troubleshooting continues. No further information is available.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.